Event description:
(B)(4). I had the essure removed in 2010 after yrs of pain. I had no pain for about 1yr then the pain cam back after 1 yr the pain got so bad and I could not use the bathroom. I went to the ER and was hospitalized in (B)(6) 2012. After a colonoscopy and 11 days in the ER the drs found the problem. They had to remove a part of the device that was left in me. I had to get a partial hysterectomy bc the part went through the tube and snagged my uterus and a fatty tissue of my colon.